Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the infusion set and after changing the cartridge, the occlusion was resolved. Tandem technical support had the customer perform a system check with the current pump supplies and it was found to be delivering insulin properly.